Manufacturer narrative:
Add'l info has been requested. No investigation could be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested for the subject device.

Event description:
Attorney advised a 95 degree dcs plate, implanted on an unknown date, broke post operative and was removed. Attorney reports the device was implanted for a broken hip and that it broke approximately one month after surgery.